Event description:
Literature: bonouvrie, l. A., van schie, p. E. M., becher, j. G., van ouwerkerk, w., j. R., reeuwijk, a., vermeulen, r. J. Effects of intrathecal baclofen on daily care in children with secondary generalized dystonia: a pilot study. European journal of paediatric neurology 2011. 15: 539-543. Doi: 10.1016/j.ejpn.2011.05.003. Summary: the authors report on the effects of intrathecal baclofen (itb) therapy on patients with dystonia. Four patients, three male and one female, were evaluated both during an initial itb trial with optimal dosage and a subsequent double-blind randomized trial involving itb therapy and intrathecal placebo. Reported event: in one (B)(6) male, one previous trial treatment using an external catheter was complicated by catheter blockage. The catheter was removed. Additional information has been requested. A follow-up report will be sent if additional information is received. See literature article attached in MFR report# 3007566237-2011-09352.